Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. The visual inspection showed a peeling downstream sensor seal. Results in event history log showed " 1/31/2023 1:39:02 pm high alarm displayed: downstream occlusion" was found multiple times. Reported problem was not duplicated during the functional test. Downstream sensor was replaced due to evidence being found in the event history log. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device was previously repaired on (B)(6) 2022 for bubbled dso seal. An improper repair of the dso seal may impact the function of the dso sensor, but there is no indication of an issue with the previous repair.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump failed occlusion at 28.23 psi. No patient involvement reported.